Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during treatment of a chronic total occlusion (cto) lesion of the superficial femoral artery (sfa), the dilator was inserted and the flexor ansel guiding sheath was attempted to be advanced using a contralateral approach from the femoral artery to the cto. A calcified lesion was noted to be present at the femoral artery (access site), and the sheath was unable to enter the artery as the tip had a blunt edge. As a result, the sheath tip became frayed, and another manufacturer's device was utilized to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is likely, however, that patient condition contributed to the event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.